Manufacturer narrative:
Concomitant medical products optetrak hi-flex tibial insert sz 5 9mm (cat# 244-25-09); optetrak asy hi-flex ps cem fem, sz 5, right (cat# 244-03-05); three peg patella 38mm (cat# 200-02-38). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, this (B)(6) male patient has a 6-month history of right knee pain. Patient had a revision of right knee components due to pain and instability. Prior to patient revision, on a pain scale, the knee was rated a 5/10 - 9/10 and is intermittent. The pain was particularly bad with standing and walking. The pain was located on the inside of and at the front of the knee. The pain was described as sharp. Patient complained of swelling and instability. As of most recently, the pain was getting worse. He underwent a right primary tka (B)(6) 2009. He initially had a very smooth recovery until about 5- or 6-years post-op when he developed a severe baker's cyst. He has had these drained multiple times including a surgical I&d, however it returns after being drained. As a result, he has had ongoing pain with weightbearing activities, pain and instability. This has significantly impacted his quality of life and has affected his ability to perform day to day activities. He notes that his symptoms have significantly worsened, as he has been barely able to walk for the past 1 month.

Manufacturer narrative:
H3: as reported, this 78 y/o male patient has a 6-month history of right knee pain. Patient had a revision of right knee components due to pain and instability. Prior to patient revision, on a pain scale, the knee was rated a 5/10 - 9/10 and is intermittent. The pain was particularly bad with standing and walking. The pain was located on the inside of and at the front of the knee. The pain was described as sharp. Patient complained of swelling and instability. As of most recently, the pain was getting worse. He underwent a right primary tka (B)(6) 2009. He initially had a very smooth recovery until about 5- or 6-years post-op when he developed a severe baker's cyst. He has had these drained multiple times including a surgical I&d, however it returns after being drained. As a result, he has had ongoing pain with weightbearing activities, pain, and instability. This has significantly impacted his quality of life and has affected his ability to perform day to day activities. He notes that his symptoms have significantly worsened, as he has been barely able to walk for the past 1 month. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the subsequent revision for pain and instability cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. These devices are used for treatment not diagnosis.

Event description:
As reported, this (B)(6) male patient has a 6-month history of right knee pain. Patient had a revision of right knee components due to pain and instability. Prior to patient revision, on a pain scale, the knee was rated a 5/10 - 9/10 and is intermittent. The pain was particularly bad with standing and walking. The pain was located on the inside of and at the front of the knee. The pain was described as sharp. Patient complained of swelling and instability. As of most recently, the pain was getting worse. He underwent a right primary tka (B)(6) 2009. He initially had a very smooth recovery until about 5- or 6-years post-op when he developed a severe baker's cyst. He has had these drained multiple times including a surgical I&d, however it returns after being drained. As a result, he has had ongoing pain with weightbearing activities, pain and instability. This has significantly impacted his quality of life and has affected his ability to perform day to day activities. He notes that his symptoms have significantly worsened, as he has been barely able to walk for the past 1 month.

Manufacturer narrative:
Concomitant medical products optetrak hi-flex tibial insert sz 5 9mm (cat# 244-25-09); optetrak asy hi-flex ps cem fem, sz 5, right (cat# 244-03-05); three peg patella 38mm (cat# 200-02-38). Additional information, including the product investigation, will be submitted within 30 days of receipt.